Event description:
During use of the device for a non-clinical activity, the user reported that the occluder head did not close completely, which allowed pressure to escape. No other details regarding the nature of the event were provided. Since this event occurred during a non-clinical activity, there was no pt involvement during this event.